Event description:
Additional information reported "last (sic) vision" was noted as count fingers (cf). Treatment also included required injection of intravitreal antibiotics and vitrectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62683.

Event description:
Additional information reported a few needling procedures were performed. The device has been explanted.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an endophthalmitis in the unknown eye against the xen®45 gts.